Event description:
It was reported that an ilet user was not receiving glucose readings from a paired dexcom g7, with repeated pairing attempts failing and brief sensor issue alerts observed; troubleshooting and education were completed, including restarts and re-pairing guidance, and dosing stops soon was noted as the device progressed toward loss of cgm data. Symptoms included no reported clinical effects. Outcomes included interruption of dosing automation and anticipated loss of cgm-driven therapy until sensor function resumed or the sensor was replaced. Investigation included review of device alarms, guided re-pairing steps, and real-time operational checks with the user. Investigation of this case revealed a pairing failure between the g7 sensor and the ilet with transient sensor issues indicated by the cgm, and no separate ilet hardware malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was a cgm pairing/connectivity issue leading to loss of data to the ilet.